Event description:
During a maxillofacial surgery involving vsp system devices, the surgeon reported that the left maxilla guide was not seating properly on the patient's bony anatomy and the surgeon decided not to proceed with the operation.